Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe when removing the shield. The following information was provided by the initial reporter: the needle removes with the shield.

Manufacturer narrative:
H6: investigation summary : customer returned (8) 0.5ml, 31 gauge, 8mm syringes from lot 2073661. All samples received shield pull force testing. During testing, one syringe had its needle shield and hub separate from the barrel. The separation may have been observed during use by the patient, so the amount of force required to separate the hub from the needle cannot be accurately determined. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. For the remaining syringes, the specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. No other samples tested outside of the required range or disassembled during testing. Reviewed DHR and there were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. A definitive root cause cannot be determined.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the syringe when removing the shield. The following information was provided by the initial reporter: "the needle removes with the shield."